Manufacturer narrative:
Additional info will be provided once the investigation has been completed.

Event description:
It was reported that during a case a piece of cracked insulation fell into the pt. The insulation piece was retrieved from the pt without any adverse consequences.